Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ severe pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included c-section, anxiety, bipolar disorder, depression, (B)(6), weight decreased, vaginitis bacterial, anxiety, early menarche, flank pain, vaginal discharge, sore throat and fibroids. Previously administered products included for an unreported indication: vicodin and depo. Concurrent conditions included body mass index normal, mood swings, upper respiratory infection, anemia, abdominal pain, asthma, elevated bp, hyperlipidemia, vitamin d deficiency, iron deficiency, groin pain, pain in thigh, vomiting, diarrhea, pyelonephritis and gastroenteritis. Family history included (B)(6) (mom) and bone cancer. Concomitant products included clonazepam (clonopin) since 2013, diazepam (valium) since 2009, duloxetine hydrochloride (cymbalta) and quetiapine fumarate (seroquel). In (B)(6) 2009, the patient experienced depression ("worsening of depression"), anxiety ("anxiety"), rash ("rashes under eyes") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain/ cramping when not menstruating"), back pain ("severe back pain, when not menstruating"), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuation") and anaemia ("anemia"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2017, the patient experienced pyelonephritis ("pyelonephritis/ infection (bladder/ urinary tract/vaginal) type: kidney") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced bipolar disorder ("bipolar disorder"), abdominal pain ("abdomen pain"), vulvovaginal pain ("vaginal area pain"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary tract disorder"), visual impairment ("vision problem") and eye disorder ("eye problems"). The patient was treated with ciprofloxacin, olanzapine (zyprexa), and surgery (removal). Essure was removed. At the time of the report, the pelvic pain, pyelonephritis, menorrhagia, abdominal pain lower, depression, anxiety, back pain, dyspareunia, migraine, vaginal infection, fatigue, weight fluctuation and anaemia had not resolved and the bipolar disorder, genital haemorrhage, vaginal haemorrhage, cystitis, headache, tooth disorder, weight increased, weight decreased, abdominal pain, vulvovaginal pain, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pyelonephritis, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she has not yet undergone surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6). She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Pregnancy test urine on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event genital bleeding was downgraded to non-serious incident because no intervention was reported for this event. Event pelvic pain was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.